Event description:
It was reported that the patient's device changed the polarity of their right ventricular lead and issued a lead warning. The lead's unipolar pacing impedance was low. There was also a message that the lead bipolar polarity could not be verified. The lead is still in use. There were no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.